Event description:
The customer called to report high and low blood glucose levels. The customer stated that he experiences low blood glucose levels every night, and he doesn't know why since he doesn't give himself any insulin during the night. The customer was also concerned because the insulin pump had not given any no delivery alarms. Unable to conduct the high pressure test due to the customer not having a tubing clamp. Advised the customer to call back to conduct the high pressure test once he has the tubing clamp. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.